Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that the blue supply line clamp was open. The technical service representative assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The hp planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.